Event description:
Additional information from the consumer reported that she was still in pain and saw the health care professional on (B)(6) 2015 and she was told to lose weight. Her next appointment was not till 6 months later.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported symptom return; therapy worked at first but then it stopped/was not working as expected. The patient saw her healthcare provider (hcp) on (B)(6) and he did not listen when she described her symptoms return, the pain, and burning. The patient was told to lose weight and was put on pills that were helping her pee all the time. The patient also reported burning and pain at her implant site, in her private parts, all down her legs, and she was peeing and getting up ten times during the night. The burning and pain was so bad that she could hardly walk and it was hard to sit so she had to sit on a pillow. The patient got her patient programmer (pp) out on (B)(6) and tried to use it. She changed the batteries and when she went to try and use it, it shocked her. The feeling of shocking stayed for 45 minutes then gradually went away, but she could still feel it on (B)(6). When stimulation was turned off the sensation stopped. The patient wanted to meet with a manufacturer representative for a device check and/or programming. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No troubleshooting/diagnostics, actions/interventions, or cause were reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that where the battery was implanted it was burning like fire and hurting. The patient could hardly walk and get around. She could hardly go to the bathroom it was hurting so bad. She got up 10 times during the night. The implantable neurostimulator (ins) site was puffed up and she started peeing on herself and it was getting worse. The patient had the stimulation turned off a year ago and it was still hurting. The patient went to the doctor on saturday and they tested her urine and he said she had an infection. The patient did not know what kind of infection. She was on medication two times a day but she was through with the medications. The issue of peeing on herself and pain at the ins site started in 2015.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that on (B)(6) 2015 the patient noted they had low back pain, which they had a history of prior to implant. On (B)(6) 2016 the patient noted they had pain over the implant site. The hcp stated the patient had no noted infection, but did have a history of urinary tract infections (uti). Troubleshooting included the hcp giving the patient a phone number for a manufacturer representative (rep) to troubleshoot the device. The cause of the burning/hurting at the implant site was not determined; the patient had a long history of back pain and was not open to further management of their implant, instead wanted it taken out regardless. The issue was resolved when the device was removed and during the post-opvisit the patient reported the pain had resolved/ceased and they had no increased leaking or void difficulty.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.